Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter guidewire stuck occurred. It was reported that a farawave catheter was selected for a pulmonary vein isolation (pvi) to treat a paroxysmal atrial fibrillation (paf). During procedure, difficulty was encountered in advancing the guidewire. At a certain stage, further advancement became increasingly challenging, prompting an attempt to exchange the guidewire. The initial device used was a merit inqwire guidewire. The replacement guidewire subsequently also became stuck and could not be retracted into the catheter. As this occurred towards the end of the procedure, the entire system was removed as a single unit. The guidewire was in the catheter when removed. Original catheter was used and procedure was completed without patient complications. Product return is expected.